Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the connection lead on unit speaker was frayed and wires were exposed. Unit was unable to progress pass cardiomems hf software loading screen on the handheld or send readings. Boot-up sequence was unsuccessful. Unit powered on successfully. A golden speaker was used due to the original speaker having a broken connection lead. Complaint of ¿broken speaker connection¿ was confirmed. There is a CAPA associated with the reported event; any necessary actions will be implemented by the CAPA. This and similar events continue to be monitored and trended via quality data review.

Event description:
The investigation of the device revealed a finding of frayed and exposed wires on the connection lead on unit speaker of the device.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the connection lead on unit speaker was frayed and wires were exposed. Unit was unable to progress pass cardiomems hf software loading screen on the handheld or send readings. Boot-up sequence was unsuccessful. Unit powered on successfully. A golden speaker was used due to the original speaker having a broken connection lead. Patient data back-up was unsuccessful due to the malfunction involving the unit not booting up properly, the formatted compact flash and dsp load portions of diagnostic test were considered most relevant in performance evaluation regarding complaint. Unit failed formatted compact flash portion of diagnostic test and passed dsp load portion. Several other portions of diagnostic test failed. Complaint of ¿broken speaker connection¿ was confirmed. There is a CAPA associated with the reported event; any necessary actions will be implemented by the CAPA. This and similar events continue to be monitored and trended via quality data review.